Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported hospitalization for high blood glucose levels and diabetic ketoacidosis. Customer experienced symptoms of nausea and vomiting. The blood glucose reading was 488 mg/dl. Customer was wearing the insulin pump at the time of hospitalization. She was treated with manual injections. During troubleshooting, the drive support cap was inspected and appeared normal. Air bubbles were found in the tubing and customer was assisted in removing the reservoir and rewinding the insulin pump. Insulin did exit during the manual prime. No leak was found. A no delivery alarm was found in the insulin pump's history. A high pressure test was performed and the test failed twice. Nothing further was reported.